Manufacturer narrative:
The field service representative found the sipper nozzle thumb screws were loose causing contact between the sipper and the sample probe. He tightened the sipper nozzle screws, adjusted the sample probe, and instructed the customer how to tighten the thumb screw. All checks, precision, calibration, and qc were within the acceptable ranges. The investigation confirmed the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for three patient samples from the cobas 8000 ise module. Data was only provided for one patient sample. The initial sodium result was 122 mmol/l and was reported outside of the laboratory. The doctor said he was going to call the patient and have them stop their treatment. The repeat result was 140 mmol/l and was called to the doctor within a couple of minutes. The doctor then called the patient back and informed them to continue their treatment. There was no allegation of an adverse event.